Manufacturer narrative:
After battery installation insulin pump powered up and alarmed constantly followed by an alarm, the problem was isolated mother board. Unable to verify history anomaly due to alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a history anomaly and alarm pause on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was sleeping and the pump alarmed alarm pause on the pump. The customer stated that he cleared his settings and reprogramed the pump and the pump alarmed failure of flash memory. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform a normal or easy bolus into the air. The customer was not able to perform the rewind. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.